Event description:
Incoming information noted ¿appears potential atrial lead under sensing and oversensing¿. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).